Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 686mg/dl. Troubleshooting was performed. The customer stated that she was vomiting for fourteen hours and her glucose level elevated. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the insulin pump passed the test. No further info was provided.